Manufacturer narrative:
Field service engineer replaced the camera and troubleshot the monitor problem to the power supply. Fse changed power supply for the table monitor and verified proper operation. Fse verified operation of camera using the infimed installation instructions, and the operation verification per lf qssr. The system was returned to full service by the customer.

Event description:
In 2009 : customer reports during an retrograde pyelogram procedure on a female, they were intermittently unable to fluoro and report the rad shots were translucent. Unable to diagnose patient and had to cancel procedure for the day. No injury reported. No back-up room available.